Manufacturer narrative:
The electrical incoming goods control confirmed the complaint. Interrogation of the pacemaker was not successful. The pacing and signal sensing was tested. Both pacing and sensing functioned without problems. The memory content of the pacemaker was read. It was noticed that the memory contained damaged data, which had led to the interrogation problems. Several reset attempts were unsuccessful. The pacemaker was analyzed destructively and the battery was separated from the circuit. The circuit was started up several times with the help of an external voltage supply. Following that, the reset of the pacemaker was successful. Pacing was then successful. Further more, the electronic module was returned to the manufacturer for analysis. The analysis at the manufacturer was unable to confirm the complaint. Proper function of the electronic module was confirmed. This indicates that there was no hardware defect of the pacemaker. The quality and production documents of the pacemaker were analyzed. No deviations from the specifications could be found during production. The interrogation during final testing at biotronik was successful. In summary, it can be noted that the memory content of the pacemaker had been damaged. The pacing and sensing function of the pacemaker continued to function. External influences (radiation) can not be rule out as cause for the damaged memory content.

Event description:
After an implantation time of about 48 months, it was reported that the pacemaker could not be interrogated. The rate at magnet placement was 88 ppm. No deterioration of the pt's state of health was reported. The pacemaker was explanted.